Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was being prepared for use in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to be performed on an unknown date. During preparation, upon opening the package it was observed that the cutting wire was broken off the tome. The procedure was completed with another hydratome rx 44. There were no patient complications reported as a result of this event.